Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s area near the pocket was ¿burning¿ and pain medications were not ¿touching it¿/lessening it and was worse than the initial implant. It was noted that the event was not related to the device or therapy and possibly related to the implant procedure/surgery/anesthesia. The pain persisted so the patient went into the clinic; the clinical diagnosis was post-surgery pain near the stimulator pocket. An examination of the incision site found it was clean, dry, and had no swelling or complications. Interventions taken included prescribing hydrocodone for 3 days to help with the surgical pain. It was noted that on a clinic visit on 8/19, no pain was reported when the device was turned on. The outcome of the event was resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).